Event description:
Additional information was received that a lead replacement procedure was performed, and this left ventricular (lv) lead was surgically abandoned. A new lv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an acute change in pacing impedances with high out of range pacing impedances of greater than 2,000 ohms now being noted, as well as, increased capture thresholds. Multiple pacing configurations were evaluated and all yielded out of range impedances and loss of capture at maximum pacing outputs. Boston scientific technical services (ts) discussed that based on the testing that was done it appeared to be a lv lead performance issue and suggested reprogramming to right ventricular (rv) pacing only and obtaining a chest x-ray. At this time, no further reprogramming has been completed and the physician was reviewing the information. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.